Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, the device presented a fluid loss, the pump would cycle fluid and fill up, but the cuff would not fill, and the balloon was under half full when explanted. The aus was explanted and replaced. There is no additional information reported.